Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. No parts have been received by manufacturer for analysis.

Event description:
A site representative, technician, reported a site navigation system articulating arm that had a stripped screw and would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. The threaded hole at the base of the part had been cross threaded. This issue was documented in a medtronic navigation hardware anomaly tracking database.